Manufacturer narrative:
Eval method: it remains the responsibility of the operator to check whether the patient is positioned properly and that nothing can get caught during the table movement. The instruction for use has related warnings. Below you will find the information found in the instructions for use: warning: always place cable guides in the accessory groove where the patient puts its hands. This prevents the patient to grab around the table sides, which avoids the fingers to get trapped during horizontal table movement. Before starting a scan which initiates table movement, always check that nothing can get caught or hit during table movement. Check patient, patient clothing, cables, intravenous lines and other equipment and accessories.

Event description:
This report is being filed upon notification from our mr manufacturer of an event that occurred. The patient was having a MRI exam performed on her. She was positioned on the patient support with the head neck coil for a vascular exam. When the patient was moved into the bore her finger got caught between the table top and the stretcher. The finger was injured required surgery.